Event description:
The customer's parent called in and reported the insulin pump was not correctly delivering. Customer received a no delivery alarm and changed out the complete set. Customer's blood glucose rose and would not come down, despite treatment with two boluses. Customer's blood glucose was 205 mg/dl. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.